Event description:
It was reported that an educator experienced a scan error when attempting to pair a libre 3+ sensor to the ilet, resulting in pairing failure and inability of the ilet app to scan the sensor. No reported symptoms. Outcomes included temporary interruption of continuous glucose monitoring data to the ilet system. Investigation included guided troubleshooting with the user, including application-level interventions. Investigation of this case revealed that deleting and reinstalling the ilet app restored successful scanning and resolved the pairing issue. It was concluded that the event was attributable to an application-level pairing or communication fault that was corrected through software reinstallation, with no further device intervention required.